Manufacturer narrative:
The t:slim t:flex pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer reported a low blood glucose (bg) level of 39 mg/dl. To treat the low bg level, the customer consumed juice and ate a muffin. Reportedly, the customer delivered a bolus for a meal, but did not consume enough food because the customer was distracted. The customer declined to provide any further details and reported the event was due to user error and there was no issues with the pump or supplies. At the time of the call, the customer's bg level was 55 mg/dl, and the customer reported feeling "much better". During a follow up with the customer 30 minutes later, the customer reported bg level went up to 58 mg/dl, and that it usually takes awhile for the customer's bg level to go up. The customer reported feeling fine and was with mother and declined further follow-up from tandem technical support.